Manufacturer narrative:
Device not available for testing.

Event description:
It was reported that the head of the cot will not lay flat and will only stay at about a 70 degree upward angle (fowler stuck elevated). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The customer canceled their request for service before we could evaluate and required no further action from us.